Event description:
Product investigations reported the lancet does not retract into the multiclix lancet device. No pt injury was reported and no treatment was received. Replacement product was shipped and the product was returned.